Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture that pertained to product code vcp421h were received for analysis. During the visual inspection of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and remnant suture inside was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, after opening and using the suture, the problem of pulling off suture needle happened, and a new product was used as a replacement. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 pending device evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested but unavailable: were there any adverse consequences associated with the patient?